Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device touchscreen is physically damaged. Information obtained within good faith effort response indicated the display touch inputs are shifted and upon visual inspection, physical damage (small dents) were discovered. There was no report of actual harm reported with this complaint.

Manufacturer narrative:
Product information updated.

Manufacturer narrative:
Event description and device problem code updated due to new information obtained.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device touchscreen is physically damaged. Information obtained within good faith effort response indicated the display touch inputs are shifted and upon visual inspection, physical damage (small dents) were discovered. Further information pending final investigation. There was no report of actual harm reported with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device touchscreen is physically damaged. Information obtained within good faith effort response indicated the display touch inputs are shifted and upon visual inspection, physical damage (small dents) were discovered. There was no report of actual harm reported with this complaint.

Manufacturer narrative:
Method code updated to align with c139458. Product information updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device touchscreen is physically damaged. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm reported with this complaint.